Event description:
According to the reporter, the device does not display the energy available, and an "energy fault" alarm occurs when the defibrillator is discharged into a patient simulator.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance and parts information to the customer for repair and replacement of the power conversion pcb assembly.